Event description:
It was reported through a company representative that a vns patient experienced an increase in seizures above pre-vns baseline due to unknown reason. The company representative was present at the patient's office visit and did not provide much information as the physician was having trouble keeping the patient calm while increasing vns settings. Further information was received from the office of the treating neurologist as attempts to obtain additional information were made. The information received indicated the treating nurse would not provide any additional information to the manufacturer regarding the event of increase in seizures. However, she stated diagnostics on the patient were within normal limits.